Event description:
Technical services received a call on (B)(6) 2011. Caller stated that a change out is scheduled for (B)(6) 2011 with dr. (B)(6) from (B)(6) hospital in (B)(6). Noise reportedly noted on atrial lead. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).